Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (patient, healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there was a loss of efficacy and increased pain, with the patient reported the stimulator wasn't providing the same pain relief they were used to. There were charging issues reported, with the patient reporting the charge was depleting fast and patient was charging the device every other day. Patient had contacted the manufacturer about device issues. The patient was given a replacement recharger and is now charging the device weekly, and is no having issues. The issue has been resolved.